Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Your report of a leak was confirmed and the cause appeared to be manufacturing related. One 20ga insyte autoguard unit from lot number 4338152 was provided for investigation. A functional test revealed a leak from the pink catheter adapter. The adapter was cracked, and the damage likely occurred during manufacturing. This damage may occur when the adapter encounters the grippers due to a misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified, and we appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard leaked at the hub. The following information was provided by the initial reporter: the hub (pink portion of setup) began to leak blood after IV was established. Mon (B)(6) 2025 8:19 am. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No lasting harm, small loss of blood and infection risk.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.